Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the degeneration remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6)-y-o patient with a 29mm pericardial mitral valve underwent a valve in valve procedure after an implant duration of 3 years due to degeneration. A 29mm transcatheter valve was implanted using a transfemoral approach. The patient was noted as to be hospitalized in stable condition after the procedure. No additional details were provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.